Manufacturer narrative:
The country of origin is (B)(6). On 07-jan-2020 a precision study was run due to the low results. The field service engineer: checked the rise station water level and had acceptable results, checked the sample probes and found they were bent and adjusted them, checked the reagent probes and had acceptable results. A full module decontamination was performed; a rinse station water level adjustment was made in addition to adjusting the sample probes and the wash station water level was found to be broken. On 09-jan-2020 the wash station was replaced and a verification check was performed with acceptable results. The service actions resolved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results from the cobas 8000 c702 module. The initial result was 0.074 mmol/l and the rerun result was 2.457 mmol/l. The questionable result was not reported outside the laboratory. The reagent lot number was 428575 with an expiration date of 30-nov-2020.